Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A request for clarification of info documented on the complaint form requested on (B)(4) 2014. The following additional info was received via e-mail on (B)(4) 2014 for clarification of event details it was reported that the product was not reinserted or discontinued; the product was used one hour prior to the reported event; no info was provided on the pt's outcome. It was stated on the complaint form that the "user of the probe is a professional of the heath. He is very competent and highly qualified and he can not see it's indeed a defect in the device". No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported "the intubation army regarding the reporting does not allow ventilation of the pt, where the pt extubation and reintubation probe of another brand. We also note the dissection of the internal found of the probe".